Event description:
It was reported that this pacemaker was delivering competitive pacing while the patient was experiencing premature ventricular contractions (pvcs) and ventricular tachycardia (vt) as there was some undersensing on the atrial channel. The device remains in use. No adverse patient effects were reported.